Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed. If any additional relevant information is received, a supplemental medwatch report will be filed.

Event description:
It was reported to boston scientific corporation that a gold probe device was used during a colonoscopy procedure for hemostasis of avm. According to the complainant, after advancing through the scope, the physician attempted cauterization. However, the gold probe failed to cauterize. Reportedly, the device was not tested prior to use. A second gold probe device was used to complete the procedure, using the same generator and adapter cable. There was no noticeable damage to the device, or packaging. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be okay.